Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. (B)(4) - opening of the cds stopcock. The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to air being transferred from the clip delivery system (cds 10275375/06) to the steerable guide catheter. Air entering the device has the potential to cause or contribute to patient injury. It was reported that during insertion of the mitraclip clip delivery system (cds 10275375/06) into steerable guide catheter (sgc), the physician inadvertently opened the clip introducer stopcock and air was introduced into the sgc hemostatic valve. The sgc was removed from the stabilizer and was placed below heart level. In this position, the stopcock was closed and the fully closed clip was retracted into the clip introducer. However, one of the clip arm's became locked into the clip introducer. The clip was able to be released by advancing it and the cds was completely removed. The blue part of the clip introducer was damaged as small holes were seen. Once out of the anatomy, the device was tested and an unsuccessful attempt was made to open the clip. Troubleshooting maneuvers were performed; the clip arms could not be opened. The cds was replaced with another device. The procedure was completed with the implantation of two clips reducing the degenerative mitral regurgitation grade from 4 to 1. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for evaluation. The reported torn material of the clip introducer (ci) and clip actuation issues were confirmed. It was reported that the clip failed to open and device testing found the clip opened smoothly on third troubleshooting attempt. This may be due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis and internal damage to the actuator assembly. More tension (curves on the device, due to the anatomy) on the device and internal damage (such as bends) may make it more difficult to open. In an effort to determine a cause for the failure to open the clip, the cds inner components were examined. The actuator coupler was found to be bent. The clip was installed on a proxy shorty catheter containing a proxy actuator coupler (therefore straight) to simulate actuation of the clip; the clip was found to open and invert smoothly. Once opened, one of the gripper arms was found to be bent with a bent frictional element (fe). There was no other damage to the other gripper arm and all other 15 fes were undamaged. There was no damage to the actuator mandrel or clip arms. During testing, the clip could be retracted through the ci without difficulty. Thus, the difficult to remove could not be confirmed. Reportedly, as the cds was removed, one of the clip arms locked onto the tip of the ci. The clip was able to be released by advancing it and the blue part of the ci was damaged (torn). The tearing of the tip was confirmed and is indicative with the clip getting caught on the ci tip, resulting in the clip components (frictional elements of the grippers) digging into and tearing the tip material. This interaction likely resulted in the bent gripper arm and fe, as noted above. Since no issues were noted while removing the cds from the ci during functional testing, further information was sought to verify if the clip was fully closed upon removal. It was confirmed by the account that the clip was fully closed at this point. In this case, it is likely that the user technique during cds removal (i.e. Orientation of the clip upon retraction or the physician retracting the cds too rapidly) caused the clip to become caught on the ci, resulting in the difficulty removing the device and the tearing of the ci tip material. Based on the information reviewed and the analysis of the returned device, the reported difficulty removing the cds and tears appear to be related to procedural conditions/user technique. Regarding the clip being unable to open after cds removal, potential causes for this are, but not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty opening the clip may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. In this case, since the clip actuated as expected prior to use and the analysis confirmed that the clip was able to invert smoothly using a proxy catheter, the issues opening the clip were likely attributed to the bends in the actuator coupler. During actuation, the actuator mandrel and coupler assembly travels up and down the delivery catheter and clip, so if the actuator mandrel and/or coupler becomes bent, actuation may become difficult to impossible. Based on the information reviewed, it is possible that there were procedural interactions (patient anatomy, curves on the device due to device manipulation during positioning or removal) which caused more tension on the device, such that the coupler became bent and therefore contributed to the inability to open the clip; however, this cannot be confirmed. Although the reported clip unable to open appears to be related to the bend in the actuator assembly, a definitive cause for the bend could not be determined. There does not appear to be any evidence of a product quality deficiency associated with the clip itself. In regards to the reported leak, the information provided stated that during insertion of the cds into the steerable guide catheter (sgc), the physician inadvertently opened the clip introducer stopcock and air was introduced into the sgc hemostatic valve. Thus, an attempt to replicate the leak will not be performed as it was based on operational circumstances. The mitraclip instructions for use states to attach a 60 cc syringe filled with heparinized saline to the 3-way stopcock on the clip introducer. De-air the clip introducer, then close stopcock. In this case, air was introduced into sgc hemostatic valve when the stopcock of the clip introducer was inadvertently opened. During device investigation, the sleeve key was found to be loose. The loose sleeve key would not have contributed to the reported issues: leaks, difficult to remove or clip unable to open. Based on an expanded investigation, a product issue related to the loose bond between the key and sleeve shaft was identified and is being addressed. It was determined that a loose bond between the key and the sleeve shaft was resulting in cds steering issues. The key is bonded to the sleeve shaft using adhesive. It was determined that unintended heating of the bond area during secondary processing could result in a low rate of incidence of insufficient bonding between the key and the sleeve shaft. The following corrective actions were taken or are in the process of being taken: (1) the manufacturing documentation was updated to clarify the desired area of application of heat during the secondary processing step to avoid unnecessary heating of the key bond area (2) awareness training was rolled out to production personnel on the failure mode and potential implications (3) a process aid is being developed where the key bond area will be physically shielded from heat during the secondary processing step (due april 2014).